Event description:
It was reported to philips that the flexvision pc failed, causing a system startup issue on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision 2 revised pc without hdd and reinstalled the software, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).